Event description:
It was reported that the patient was having issues. She mentioned she had 3 seizures in december and has not had a MRI in years and wants to meet with a neurologist. No additional relevant information has been received to date.

Event description:
It was reported that the event is not related to vns but a change in medication brand. The seizures were back to pre-vns baseline levels.